Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. There is also some myopotential noise. The noise is reproducible in all three sensing vectors. Technical services advised some testing options. There were no additional adverse patient effects. The system remains implanted.